Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that insulin pump buttons did not always respond, this had been an intermittent problem, issue happened a while ago and had been happening in the last 3 days. Customer stated that back button and down button were mostly the ones they had much problems with. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow allowed them to navigate screens. Customer stated none of the buttons were responsive. Customer stated block mode was inactive. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.